Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively during bolus deliveries. The blood glucose reading was 395 mg/dl, which was treated with a manual injection. He declined troubleshooting assistance for the alarm, as well as for high blood glucose, as this was a past event. He also declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.